Manufacturer narrative:
The product will not returned since it remains implanted. Based on reported information, integra has initiated an investigation.

Event description:
This is the first of 5 reports for this product problem (ref patient ID: (B)(6)). It was reported that following an interbody fusion surgery there was infection, pus was found. The product is still implanted in the patient. It was reported the current opinion is the problem is not because of the orthoblast product. The infected patients are all elderly, over 70 years old, and have had combined orthopedic surgery (posterolateral fusion, interbody fusion with bone substitute). Additional information has been requested.